Event description:
After analyzing the patient's remote files, abnormal electrical performance were observed on the device memories regarding the ventricular lead (variation and decrease in sensing values) and an abnormal autosensing histogram. The ventricular lead was added to the complaint.

Manufacturer narrative:
Summary of the investigation : according to the memories, abnormal electrical measurements were recorded. The origin of these electrical issues is unknown and could indicate potential issues on the ventricular lead but cannot be confirmed with available data. Since no files from previous follow-ups were provided, neither the first occurrence nor a long term overview can be determined. Based on available data the issue could be located at lead level but cannot be confirmed with certainty. A careful monitoring of the ventricular lead integrity should be performed to ensure the adequate sensing and pacing functionality (refer to the recommendations below). For more details please refer to the attached report analysis.

Event description:
After analyzing the patient's remote files, abnormal electrical performance were observed on the device memories regarding the ventricular lead (variation and decrease in sensing values) and an abnormal autosensing histogram. The ventricular lead was added to the complaint.